Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received in good visual condition and with two cartridge reloads present. Reload a was received fully fired and reload b was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload b and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure, the device was fired across the stomach. After firing, it was noticed that the device had only fired one row of staples on each side. The staples that were deployed did not close all the way. They were in the shape of a goal post. A competitor's device was used to complete the procedure. There was no impact to the patient.